Event description:
It was reported that during a da vinci si surgical procedure, the user facility identified a wire sticking out of the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip cable. The distal pulleys also exhibited mechanical indentations. No other damage was found. Evidence not conclusive but pulley damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.